Event description:
It is reported that a customer received a threshold suspend on their insulin pump. The patient's blood glucose level was at 277 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. Upon reviewing calibration history found customer calibrated with a blood glucose level of 46 mg/dl and a sensor glucose of 64 and another calibration with a blood glucose level of 113 and a sensor glucose of 53 mg/dl. Another calibration was found with a blood glucose level of 70 mg/dl and a sensor glucose of 66 mg/dl and sensor glucose limits were set for 70-180 mg/dl. The customer was educated on the proper calibration technique and was referred to the website for additional resources. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.